Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they I have completed the aligner treatment. Their top and bottom teeth are slightly angled, uneven bite. And their front teeth haven't not moved as expected according to the treatment plan. Their front teeth are not straight. Gathered information and evaluated bite concern. Presenting anterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.